Event description:
A patient reported he got the urge to go but was unable to relax that muscle. It was unknown if there were any environmental, external, or patient factors that led or contributed to the issue. It was unknown if the issue was resolved at the time of the report. Additional information from the patient on (B)(6) reported they felt their symptoms were worse on program 2. The patient did not feel the urge to urinate on program 2. The patient changed programs to program 3. The patient changed programs on the day of the call and was unsure on symptom relief for 24-48 hours. It was unknown if the issue was resolved at the time of the report. Additional information from the patient on (B)(6) reported too many bowel movements. The patient stated they were having up to 3 bowel movements a day on program 3. The patient stated he changed himself to program 1 on (B)(6) as the patient did not like having 3 bowel movements a day. It was unknown if the issue was resolved at the time of the report. There were no further complications that have been reported as a result of this event. The indication for use is unknown.

Manufacturer narrative:
A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.